Event description:
It was reported that the user was unable to twist a connector into place despite correct orientation and procedure, and the issue resolved when a different connector from the same lot was used; the user then completed the supply change, and a replacement box of connectors was provided. Investigation included user troubleshooting by substituting a different connector. Investigation of this case revealed a connector attachment difficulty consistent with a device component interface issue limited to a single connector, with successful function upon retry using another connector from the box. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no emergency care, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely a connector fit or tolerance issue.